Manufacturer narrative:
The ge service rep could not duplicate the problem. He checked the power supplies in cart and c-arm. Both were 5.15vdc. He also checked the connectors, including the lemo connector. The unit works as intended.

Event description:
The customer reported that the left monitor had a black screen after a fluoro image was made. No harm to pt was reported.